Event description:
It was reported to philips that the device's touchscreen was unresponsive. The device was not in clinical use at the time of the event. There was no report of patient or user harm. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer was unable to change parameter's and was unable to calibrate the touchscreen. It was determined that the touchscreen needed to be replaced to return the device to working condition. The customer¿s bio-med replaced the touchscreen to resolve the issue and bring the device back to functionality. Operational testing was conducted and the device passed all required testing.